Event description:
It was reported that during a data review, two untreated episodes of over-sensed noise were noted from this subcutaneous implantable cardioverter (s-ICD) system. The patient was hospitalized and shock therapy was programmed off, pending a surgical revision procedure. It was observed that the noisy artifacts were easily reproducible with movement in all three sensing vectors, and there was no reported history of a recent fall, or trauma, or electromagnetic interference, that could have harmed the device. Boston scientific technical services (ts) was contacted for review, and it was determined that the noise was non-physiological, and was consistent with a potential device-to-lead connection issue, sense node b artifacts, or a fracture electrode conductor. Extensive troubleshooting options were provided to evaluate the system integrity. The physician elected to surgically explant the s-ICD system, and a new system was implanted to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that during a data review, two untreated episodes of over-sensed noise were noted from this subcutaneous implantable cardioverter (s-ICD) system. The patient was hospitalized and shock therapy was programmed off, pending a surgical revision procedure. It was observed that the noisy artifacts were easily reproducible with movement in all three sensing vectors, and there was no reported history of a recent fall, or trauma, or electromagnetic interference, that could have harmed the device. Boston scientific technical services (ts) was contacted for review, and it was determined that the noise was non-physiological, and was consistent with a potential device-to-lead connection issue, sense node b artifacts, or a fracture electrode conductor. Extensive troubleshooting options were provided to evaluate the system integrity. The physician elected to surgically explant the s-ICD system, and a new system was implanted to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a data review, two untreated episodes of over-sensed noise were noted from this subcutaneous implantable cardioverter (s-ICD) system. The patient was hospitalized and shock therapy was programmed off, pending a surgical revision procedure. It was observed that the noisy artifacts were easily reproducible with movement in all three sensing vectors, and there was no reported history of a recent fall, or trauma, or electromagnetic interference, that could have harmed the device. Boston scientific technical services (ts) was contacted for review, and it was determined that the noise was non-physiological and was consistent with a potential device-to-lead connection issue, sense node b artifacts, or a fracture electrode conductor. Extensive troubleshooting options were provided to evaluate the system integrity. The physician elected to surgically explant the s-ICD system, and a new system was implanted to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system was received for analysis.